Event description:
The clinician said implant was placed in 2005 and removed in 2006, because of bone loss around the implant and mobility. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quality.

Manufacturer narrative:
The implant was received with an abutment and crown attached to the implant and it was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was then compared to a l0250 rev 10/03 radiographic template and determined to be a 5mm x 9mm implant.